Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-50 serial# (B)(4) description: artisan 2 x 8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to discomfort at the pocket site. The patient reportedly doing well following the procedure.